Manufacturer narrative:
Additional information has been requested but not received. Follow up attempts remain ongoing. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endoscopic mucosal resection (emr) procedure, at the final stage of ligation, when attempting to release the single use ligating device, the thread became tangled and release was not possible. Thereafter, attempts were made to move the handle to perform loop release, but release could not be achieved, and the polyp was ultimately forcibly torn off. The procedure was completed with the same device and there was no reported patient injury with this event.